Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. Once opened, corrosion was observed on the bottom battery, linkage assembly, ratchet gear, and reservoir. The download data shows a 0x3d alarm was generated during operation, indicating fluid leaked into the pod. Within the investigation, a leak test was performed. No leaks or damages were observed within the cannula sub-assembly during this test. Upon inspection of the reservoir, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. After further inspection, corrosion was found on the clutch spring, tube nut, and inside the ratchet gear. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. This corrosion resulted in the 0x3d alarm during operation.